Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic esophagectomy procedure. During the esophageal wrap, the suture strand kept breaking while the surgeon was trying to tie the knot. In order to resolve the issue and complete the case, opened another box of suture. There was no patient harmed.